Event description:
A 54-year-old male patient with a history of diabetes mellitus presented with acute heart failure and cardiogenic shock and was supported with the impella 5.5 device. Prior to implantation, the patient was receiving one inotropic medication and was on mechanical ventilation. His medical history included a ventricular septal defect, which represents a relative contraindication for use of the impella device. Following implantation, the patient experienced intermittent ventricular tachycardia over several days. On the sixth day, he developed torsades de pointes requiring direct-current cardioversion. In the subsequent days, the patient demonstrated gradual hemodynamic improvement. After a total of 27 days of support, the impella device was successfully weaned. On the 25th day of support, the patient developed high purge pressure alarms and a purge-system blockage. Purge flow had been steadily decreasing, and no kinks were identified in the purge line. Tissue plasminogen activator was administered in the purge system to resolve the issue. High purge pressure / tpa use.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.